Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a sales representative. A product investigation was conducted. Visual inspection: the skyline expansion tip driver (par # 286830500; lot# g0109) was received at us cq. The distal tip was worn and stripped. The distal edges of the tip are rounded and show cumulative wear. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. A device failure was identified. Conclusion: after a visual inspection per guidance provided in (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during audit of the sets, devices were all found to be non functional and broken. Unfortunately none of them are associated with any specific case. The devices involved were viper polyaxial drivers, t20 driver, final tightener, set screw inserter, and also some skyline screw drivers. There is no patient involvement. During manufacturer's investigation of the returned devices it was identified that the distal tip was worn and stripped. This device condition was reassessed and determined as reportable on july 10, 2020. This report is for one (1) skyline expansion tip driver. This is report 7 of 7 for (B)(4).